Manufacturer narrative:
Lead model 377860, lot# v550760035, implanted: (B)(6) 2010, explanted: na; lead model 377860, lot# v550760039, implanted: (B)(6) 2010, explanted: na; programmer model 37743, serial #(B)(4).

Event description:
It was initially reported that the patient had overdischarge conditions on their neurostimulator, one in (B)(6) 2011 and the second time in (B)(6) 2011. The patient last felt the stimulation and had a successful recharge session over 12 months ago. The device had telemetry issues which resolved using the antenna locator feature (increased coupling seen when pressing on the device). It was also noted that the neurostimulator was able to move around in the pocket and may be flipped (but not confirmed). Follow-up information received indicated that the patient had the neurostimulator explanted and replaced due to ineffective recharge and patient non-compliance. A lumbar spine x-ray taken on (B)(6) 2011 showed the leads to be intact. After the replacement surgery, good stimulation was reported for the patient. Patient outcome was reported as recovered without sequelae. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the neurostimulator model serial found that the battery capacity was reduced due to overdischarge. The ins can was dented and scratched. The setscrews, grommets, access hole adhesive, connector ports and connector module were ok. There was no telemetry and no output on all electrode pairs. The ins did not sync with the patient programmer. There were no issues when pressing on the ins can. One physician mode recharge (pmr) was performed and the ins recovered normally. The overdischarge count was 1. After the pmr recovery there was good stable output on all electrodes referenced to one electrode. There was good stable output on all electrode pairs as received. According to the trace report, the total recharge count was 10. The last recorded recharge session before the ins reset to the default date was on (B)(6)-2010. The device was recharged for 2 hours and 9 minutes, from 3.440v to 3.475v. The typical coupling for the 10 recharge sessions was 0%. The ins was recharged with full coupling with a 1cm spacer between the antenna and the ins. The ins was recharged for 7 hours and 45 minutes from 2.060v to 3.985v.